Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify pump error due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose level was unknown. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.